Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported poor sound quality and low loudness with the device. The clinic will decide with the recipient, however, re-implantation is considered.

Event description:
The recipient reported poor sound quality and low loudness with the device. The clinic will decide with the recipient, however, re-implantation is considered.

Manufacturer narrative:
Correction: this follow-up report has been sent to correct the date of reportability awareness. The event awareness was 14-oct-2024, however it was not until 20-dec-2024 that the complaint would have been deemed reportable based on additional information received by the field. Therefore, the initial report was sent within the required time frame (30 days).

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. In addition it is reported that one electrode contact was left out of cochlea during implantation surgery. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The recipient reported poor sound quality and low loudness with the device. The clinic will decide with the recipient, however, re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition it is reported that one electrode contact was left out of cochlea during implantation surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient reported poor sound quality and low loudness with the device. The user has been re-implanted.